Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report. Cat # 6302-1-054, lot # unk, description: vitalock cluster shell 54mm; cat # 5250-4-415, lot # unk, description: p4 28mm 10deg insert osteolock; cat # 6264-5-328, lot # 060pk, description: 28mm +8.5-40 taper vit head. It is not know at this time which, if any of these devices may have caused or contributed to the patient's event. Medical records and x-rays were not provided to stryker for review.

Event description:
It was reported, "the arthroplasty was revised due to loosening of the femoral and acetabular components. No evidence of manufacturing related failure. All components were revised. The components were implanted in situ for 5.7 y. The patient presented with a ucla activity score for 5, three months prior to revision surgery."